Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer states insulin was squirting out during the manual prime process. Customer's blood glucose value was unknown at the time of the incident. Customer states the drive support cap appears normal (recessed). Customer will not return device for analysis.